Event description:
It was reported that a patient would feel stimulation ¿for a period of time¿ and then it would ¿turn off for a period of time.¿ it was noted that this started a couple of months prior to the report, around the same time that the patient had a fall when he was going up the stairs. It was reported that the patient asked if something could be wrong with the lead wire. It was noted that the patient had the device amplitude set at 3 volts and a pulse width of 90, and did not appear to have any additional programs available. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient did not always feel the stimulation. After stimulation turned off the patient could start feeling it again a few moments later or a couple minutes later.